Manufacturer narrative:
(B)(4).

Event description:
It was reported that pre-cardiopulmonary bypass for a procedure, the user reported that the central control monitor (ccm) took an hour to enter the menu and perfusion screen. The ccm worked well once the perfusion screen was entered. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. The device was removed from service after the completion of the case.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The pst observed perfusion and menu screen load time was equal to lab use perfusion screen load time. No physical damage or other anomalies observed on visual inspection. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.